Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, it was noted that the stent moved on the balloon. The target lesion was located in the mid left anterior descending (lad) artery. When the protective sheath was removed from a 3.0x20mm liberte bare stent delivery system (sds), the stent moved to the tip of the device. The procedure was completed with a different device. No patient complications were reported and the patient's current condition is listed as "good".